Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was not powering on. Upon troubleshooting, the rse determined that the ups had been placed in bypass mode, causing the turning on issue of the system. To resolve the reported issue, the system was then powered down at the disconnect and subsequently powered back up and after which the system boot up as expected. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not powering on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.